Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer states she took her pump swimming with her. An alarm she had never heard before came on and the screen turned black. The customer will call back for troubleshooting. The insulin pump will not be returned for analysis.